Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial#: unknown , product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that a lead revision was attempted on the day of the report, but the old lead ¿came out in pieces¿, so they are unsure what remains implanted in terms of possible abandoned leads/fragments. The rep then stated that while the new cervical lead was being placed, the patient experience motor changes in their right hand, so the procedure was stopped, and the lead was not implanted. Patient services reviewed requested information pertaining to MRI compatibility.

Manufacturer narrative:
Continuation of d11: product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type implantable neurostim ulator product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 977c265 lot# serial# (B)(6),implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead revision was not determined.